Event description:
Diagnostic imaging with a combination near-infrared spectroscopy (nirs) and intravascular ultrasound (ivus) catheter. It was reported that before in-vivo use of the catheter, no ivus image was observed and a new catheter was opened. At the time, a MDR reportability decision was made that this complaint was not reportable based on the observed symptoms. The catheter was received by the manufacturer, and on investigation, it was noted that the optical tip had become detached from the imaging core and remained in the imaging window. This is a potential cause of the no ivus issue, though functional evaluation of the catheter is not possible. Notably, the catheter showed evidence of in-vivo use with blood both in and on the sheath, inconsistent with the user report that the catheter was not used in-vivo. The serial number of the catheter was consistent with the one reported, so it is not believed that a different catheter was sent. Based on risk assessment, it appears that this complaint now constitutes a reportable malfunction. There was no injury to patient or treatment of patient required due to device malfunction.